Event description:
It was reported by service report that the footboard connector cable and motor control board were corroded due to fluid intrusion. No pt involvement or adverse consequences are reported.